Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of a s5 system became unresponsive after the device was powered on during priming. The customer was not able to solve the touch screen failure with a restart of the device. There was no patient involvement.

Manufacturer narrative:
Initially the reported issue was considered to be a reportable malfunction. However the malfunction of the cp5 control unit does not affect the performance of the device to maintain the blood flow during the cardiac surgery procedure. Consequently we could not identify a hazardous situation leading to a serious injury for a defect display module. Therefore the event was reevaluated and considered to be non-reportable.